Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported high impedances were reported. It was reported that intra-op, they got great coverage using nerve monitoring system to map nerve response for lead placement. The rep indicated that all pairs were greater than 10k, >20k, and >40k when tested post-op. It was reported that the patient was only feeling slight stimulation in the center of the lead when the rep turned stimulation on. The rep reported that the patient felt stimulation while impedance was being ran. It was reported that the patient was jumping around while impedances was being measured. When tested at 1.5 volts, all pairs with 0, 1, 2, 3, 4, 6, 7 were >20k except #5 with 8 through 15 were in the 700 ohm range. Electrodes 8 through 15 were all >20k with electrodes 0 through 7 but normal range with other 8 through 15 pairs. The rep noted that the medical doctor did a lot of irrigation at the lead site, which may have influenced impedances levels with some contacts. It was noted that they would keep an eye on impedances to see if they normalize on the left side. No symptoms were reported. Relevant medical history includes non-malignant pain.